Manufacturer narrative:
The t:slim x2 user guide states, "if carbohydrates is turned on in your active personal profile, you will enter grams of carbohydrate and the bolus will be calculated using your carb ratio. If carbohydrates is turned off in your active personal profile, you will enter units of insulin to request the bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bolus setting was not set-up properly when the customer first started using the pump (bolus setting was set to units instead of carbs). Healthcare provider had intended for the customer to enter carbs into the pump when requesting a food-bolus. Customer experienced elevated blood glucose (250-300 mg/dl) which was addressed by delivering a bolus via the pump. Tandem technical support educated the reporter how to change the carb bolus setting from 'off' to 'on'.